Event description:
A male pt with bmi 24.49 kg/m2 was enrolled in the study in 2007 with 1-vessel disease. The pt's medical history includes hypertension. It was noted that the pt is a current smoker. The main indication for the intervention was unstable angina pectoris. The pt's baseline heart rate was 60/min, his blood pressure was 120/60 (mmhg) and lvef was greater than 50%. The pt's pre-procedure medications included: aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. Pre-procedure creatinine and troponin levels were normal. The lesion initially treated was in the mid left anterior descending branch. It was type b1, native, de novo, bifurcated, smooth, readily accessible and concentric. The lesion had a reference vessel diameter of 3.5mm and a lesion length of 22mm. Pre-procedure diameter stenosis was 95%. The pt's intra-procedure medications included: heparin. A 3.5 x 23mm cypher select plus stent was electively implanted at 14atm with satisfactory results. The stent post-dilated with a 3.5 x 13mm balloon at 20atm, as it was not fully expanded. Post-procedure diameter stenosis was 0. Post-procedure troponin I peak levels were 1.31 and the patient was ruled in for a post-procedural mi. The pt's post-procedure medications included: aspirin, clopidogrel, statins and beta-blockers. During the one-month follow-up phone call, to the pt, on the following month, the pt was asymptomatic. The medication treatment of aspirin, clopidogrel, statins and beta-blockers was ongoing.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.